Event description:
It was reported that the rod broke in half and screws came out post-operatively. Patient reportedly had fall in (B)(6) 2017 in which she tripped over a chair and fell on their knees. The patient was in pain, couldn't walk, trouble breathing and couldn't lift arm. The patient underwent revision surgery on (B)(6) 2018 to replace hardware.

Manufacturer narrative:
Method: surgical note review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon surgical note review. Products were not returned for evaluation and no lot# was provided therefore manufacturing records review and complaint history review could not be performed. Conclusion: the root cause of the reported event could not be determined conclusively but it is likely that the screws loosening may have been resulted due to fatigue caused by instability of construct post rod fracture.

Event description:
It was reported that the rod broke in half and screws came out post-operatively. Patient reportedly had fall in thanksgiving of 2017 in which she tripped over a chair and fell on their knees. The patient was in pain, couldn't walk, trouble breathing and couldn't lift arm. The patient underwent revision surgery on (B)(6) 2018 to replace hardware.